Event description:
The customer reported that in 2008, he did a blood glucose test and received a reading of 285mg/dl on their freestyle lite blood glucose monitor. Immediately following the 285 mg/dl reading, the customer reported blacking out and falling out of his chair unconscious. The customer's wife then found him on the kitchen floor and called the ambulance. Ems took his bg reading and it was 38mg/dl. They gave him some type of medication (customer doesn't know what was given) to raise the customer's bg levels and transported him to a hospital. Customer stated that at the emergency room his bg levels were checked again and were still low, so he was given a drink that resembled oj, but was much sweeter. Customer then stated that his levels were still low and he was given food and sugar water through IV to help raise his levels. Customer was released later that evening when his bg level was 139. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.